Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d6a, d6b. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Is used to capture additional medical/surgical intervention required and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or about (B)(6) 2019, the patient underwent surgery to remove the synthes femoral nail and replace it with a va-lcp plate. On or about (B)(6) 2018, the patient was performing maintenance at his home when he fell off a ladder. He was transported to (B)(4) medical center, where he was diagnosed with broken femurs in both right and left leg. On or about (B)(6) 2018, he underwent surgery to repair both broken femurs with implantation of synthes femoral nails. On (B)(6) 2018, he was discharged for rehabilitation following surgery. Concomitant devices reported: nails: femoral (part number unknown, lot unknown, quantity 1), nail head elements: helical blade (part number unknown, lot unknown, quantity 1). This complaint (B)(4), is related to (B)(4). This report involves one (1) unknown screws: locking. This is report 2 of 3 for (B)(4).